Event description:
It was reported that the head of a compression screw broke off during insertion and tightening to a gorilla plate. The shaft and head of the screw were removed from the patient however resulted in an over 30 minutes delay in surgery and bone loss to the patient. The bone loss was reported as not significant and a bone graft was used.